Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit was received with scratched display window.

Event description:
It was reported that the customer was hospitalized due to unexplained low blood glucose. Customer's blood glucose reading at the time of hospitalization was 16 mg/dl. Caller stated that the customer's blood glucose went up to 445 mg/dl and they will not come down. Nothing further was reported.